Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found the device was functionally okay with no significant anomalies noted; the ins passed functional testing. H6: please note that method code b20 and result code c20 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, clinical study, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that phone logs dated (B)(6) 2023 noted that the patient was not satisfied with the pain relief provided by the neurostimulator. The site was queried regarding a possible adverse event and they replied that there was none noted. The patient was not getting pain relief from utilization of the device despite numerous reprogramming attempts and pain physio sessions. There was no difference even after the stimulator device was switched off for 2 weeks and then switched on. The patient was out of contact for a few months. Later on (B)(6) 2024 the doctor recommended keeping the device until their spinal decompression surgery above their previous fusion, as it could be beneficial for them if they used the device post surgery. The patient agreed. The patient later contacted a manufacturer representative saying they still wanted to remove the device and utilize their pain medications. The patient was recommended to consult with their neurosurgeon or general practitioner as well. The doctor didn't want them to utilize pain medication as long term use of opioid medication could lead to tolerance and opioid-induced pain. However, if the patient still wanted to remove it after consulting with their healthcare provider, the representative noted they would inform the doctor and book them for the explant procedure. Additional information received from a manufacturer representative. It was reported that per the site reply, the investigations were complete, and no device deficiency was noted. It was unknown if explant surgery was planned/scheduled. Additional information was received. It was reported that phone logs dated (B)(6) 2023 noted that the patient was not satisfied with the pain relief provided by the neurostimulator. The site was queried for possible adverse event/device deficiency. It was unknown if there were any impacts to the patient and it was unknown if any additional medical intervention was required to prevent permanent injury or impairment. Additional information received on 2024-jun-26. It was reported that the patient's ins was explanted due to a loss of therapy and the issue was resolved.